Event description:
It was reported that the infection was noted via blood cultures. The pacemaker and left ventricular (lv) lead were explanted due to the infection. The pacemaker was replaced with leadless pacemaker. The patient was stable throughout.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received indicated that the patient experienced swelling at the incision site. The fistula placed on the right side of chest that got infected and spread to the left side where the device implanted. The infection was not abbott related.